Manufacturer narrative:
This is the final report.

Event description:
Through complaint investigation, we confirmed that there was an issue with the kit configuration for lot 45050q100. Each 100-test kit should contain 4 bottles configured as w-s-t-p. The complaint investigation showed the kits were configured incorrectly as s-w-t-p. When customers use a tdx/tdxflx methotrexate ii reagent lot 45050q100 with the bottles w and s in the incorrect order (s-w-t-p), pt results may be falsely increased or decreased, controls will run out of range, and a calibration curve cannot be generated. A recall was issued and reported to the FDA district on april 2, 2007. Abbott has not received any reports of adverse events related to this issue.